Event description:
Patient's mother reports hospitalization due to elevated blood glucose levels.

Manufacturer narrative:
The cartridge was not returned to animas for evaluation. A retained sample from the same lot number as the complaint was tested and was found to be operating within required specifications.